Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the probe was broken off at 17mm from the distal end. There were scratches around the broken part. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history record of the same lot was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. As the result of the evaluation, omsc thinks that activating output in state of the probe contacting hard tissue or objects cause the crack and breakage of the probe. The instruction manual of the device has already warned as follows; -the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. -do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
The subject device was used during the laparoscopic hepatectomy. The probe of the subject device broke off and fell outside the patient when using it. The doctor replaced it with a spare one but the same event occurred. The doctor completed the procedure with the third device. No patient injury was reported. This is the report for the first one of the two devices.